Event description:
During a transfemoral tavr procedure, the sapien xt valve was positioned 50/50; however deployed 95:5 aortic: ventricular, resulting in moderate-severe paravalvular leak (pvl). Rapid pacing was captured and inflation was slow. The valve was not post-dilated. The decision was made to deploy a second valve in order to resolve the pvl and to address the malposition. A second valve was placed and deployed 60a:40v within the first valve which reduced the pvl to trace. No complications were noted with the second deployment. The patient was stable at the end of the procedure. The patient¿s native aortic annulus measured 18mmx22mm by CT with an area of 385mm². The native aortic valve and leaflets were severely calcified. The image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment. With regards to the malposition, it was thought that the valve moved aortic possibly due to the patient¿s severe leaflet calcification. The subsequent pvl was attributed to the malposition of the valve.

Manufacturer narrative:
UDI reference number: (B)(4). Per the instructions for use, device malposition and valve regurgitation (paravalvular leak) requiring intervention are potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. It was reported that the patient had severe annular and leaflet calcification. It appears that this caused or contributed to the malposition of the valve. The subsequent pvl was attributed to the malposition of the valve. The severe native valve calcification was also likely a contributing factor to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.